Manufacturer narrative:
The investigation concluded that the damage to the hand grips was cosmetic non functional damage.

Event description:
It was reported that the hand grips of the stair chair slip out of position during use. This could potentially effect stability of the unit during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hand grips of the stair chair slip out of position during use. This could potentially effect stability of the unit during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.